Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that hospital had 3 separate instances of the balloon in silicone catheters rupture, likely the trays. That last instance was on the obstetrics department floor, and the patient felt a pop. Second instances had been in the emergency department and first on the obstetrics department floor. With the other instance, stated the patient peed around the foley and they tried it with 2 separate catheters and the same thing happened.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Corrections: d, e. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that hospital had 3 separate instances of the balloon in silicone catheters rupture, likely the trays. That last instance was on the obstetrics department floor, and the patient felt a pop. Second instances had been in the emergency department and first on the obstetrics department floor. With the other instance, stated the patient peed around the foley and they tried it with 2 separate catheters and the same thing happened. Per customer response received via email on 24sep2025. It was reported that no sample is available they did not have the products and they alerted staff that if that occurs again, to please kept the product for the sample to be returned. No lot number was provided. The product was used on patients, but there was no patient impact reported. No further details provided.